Event description:
It was reported that during lap cholecystectomy before the surgeon took out the trocar he found a small piece from the trocar membrane in the patient. He took out the small piece, and no consequence was reported to the patient.

Manufacturer narrative:
Information anticipated, but unvailable at this time.